Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient saw a recall online that included their device¿s model number. They experienced major issues with their system, which started at about the same time the system was implanted. They experienced back pain, leg numbness, pain in their privates, left and right side numbness that kept them from sleeping, ¿passing¿ blood, blood clots, and they were unable to have intercourse. They had been through pure hell. The patient saw a local manufacturer representative (rep) that used their scanner device, but didn¿t find anything. Their healthcare professional (hcp) told them there was something faulty with the battery and they were going to take the device out because it was faulty. However, the hcp left the country before they could explant the system. They worked with another hcp to have the system removed on (B)(6) 2017. There were no further complications reported or anticipated.